Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the symptom of the constant downstream occlusion alarm, which was confirmed and reproduced during evaluation. Evaluation found the downstream sensor current reading was out of specification with a fluid filled set loaded, which was determined to be the cause. The device was calibrated to correct this condition.

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the downstream occlusion message when no occlusion was present. There was no patient involvement.